Manufacturer narrative:
(B)(6). The involved device has been requested for return to livanova for further evaluation. A review of the DHR did not identify any deviations, non-conformities or material scrap/requests relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a rigid tip suction wand was found to be missing the tip following cardiac surgery. The cardiac team searched for the tip in the chest of the patient and performed several diagnostic tests. The tip was unable to be located. There was no report of patient injury.

Manufacturer narrative:
The complained su-12202 suction wand was returned to livanova USA inc for evaluation without the tip. According to standard manufacturing procedure, the tip is adhered to the suction wand with a cyano adhesive. Visual inspection of the returned wand found no residue or evidence of adhesive on the device. Livanova believes that the most likely cause of the failure is insufficient adhesive application by the operator during manufacturing. To prevent reoccurrence, manufacturing floor was retrained. Livanova will keep monitoring the market for similar issue.